Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that several years ago the pacing impedance on the right ventricular (rv) lead was high. A new pacing lead was implanted and the high voltage defibrillation coils remained in use. The defibrillation impedance is now high. The lead trends show abnormal impedances over the past two months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.